Event description:
Resident dropped to floor on her left side while being transferred from chair to bed. No noted injury to resident. Staff member was injured while breaking fall. Nut that holds bolt at top of mast came off. Screw loosened and metal flange bent. Staff member describes incident: "putting a resident in bed with the hoyer lift. The hoyer lift tipped over and jerked my whole right side while trying to help break resident's fall. Include right side: neck, shoulder, back, hip, bruise on inside right lower arm." Staff member reports pain from shoulder to hip, right side; first noticed after the incident, and described as sharp pain.

Event description:
Resident dropped to floor on her left side while being transferred from chair to bed. No noted injury to resident. Staff member was injured while breaking fall. Nut that holds bolt at top of mast came off. Screw loosened and metal flange bent. Physician was notified. Family member was notified. Rn supervisor was notified, vital signs taken. Resident made as comfortable as possible. Vital signs: pulse 108, respirations 26, blood pressure 180/110. Head to toe, no deformities, abrasion, contusions noted; range of motion without pain, will continue to monitor.